Event description:
It was reported that during the procedure to treat a de novo lesion in the heavily calcified and moderately tortuous distal obtuse marginal artery, pre-dilatation was performed using a 2.0 x 12 mm non-abbott dilatation catheter. The physician then advanced the 2.0 x 23 mm mini vision stent delivery system into the anatomy. Due to the patient anatomy, the device was unable to cross to the target lesion. The device was removed without difficulty; however, the stent dislodged in the left main artery. A snare device was advanced and was able to retrieve the dislodged stent. The physician then advanced a 2.0 x 18 mm mini vision to the target lesion and the stent was deployed. There were no adverse patient effects; however, a significant delay was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.